Event description:
A customer contacted baxter's technical service center reporting that the home patient (hp) changed out the cassette, but not the solution bags during an alarm on the home choice (hc). The technical service representative (tsr) informed the hp when starting over with new supplies that all the supplies need to be changed out including the solution bags. The tsr informed the hp to start over with all new supplies. During a follow up call with the home patient (hp) on (B)(6) 2012 regarding the changing out of part of the supplies, the technical service representative (tsr) advised him that he should change out all the supplies at the time of the alarm due to the risk of contamination. The hp stated that he continued therapy on the cycler when he started over with all new supplies. The hp did follow up with the peritoneal dialysis nurse (pdn) regarding the alarm/changing out of partial supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation check lines and bags, patient switched the cassette but reused all the bags, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.